Event description:
The customer reported inaccurate readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found the battery cover was missing and the battery contacts had signs of contamination. The device was unable to power on due to the battery contact contamination. Measurement accuracy testing could not be performed as the tech board was observed to have been damaged preventing the device from obtaining measurements. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate readings. No patient impact or consequences were reported.